Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an out of range shock impedance measurement. It was reported that the impedances had been steadily increasing over the last several months. The patient also complained of tingling in the pocket and it is suspected that there is current leaking with a possible loose set screw. No further complications have been reported. The physician ordered that the pacing and tachy therapy be programmed off as this patient ejection fraction had increased and the patient no longer required therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a revision procedure and the rv lead was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.